Event description:
It was reported that during a procedure of the heavily tortuous, moderately calcified, 90% stenosed, de novo, proximal right coronary artery (rca), after pre-dilatation, the 3.5 x 38 mm xience xpedition stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. A two-guide wire technique was attempted but the xience xpedition sds did not cross the lesion. It was noted that anatomical resistance was met while attempting to cross the lesion with the anchor balloon technique, and using extra force the proximal shaft of the sds, distal to the hub, outside the anatomy was separated. The device was removed without issue. A second xience xpedition sds was used with a guide liner to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force, against resistance. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.